Event description:
As reported from fcs, approximately 2 years and 7 months post transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the patient presents with a possible valve failure due to stenosis.the vcc sent a follow up and there was no intervention performed, as the patient had a do not resuscitate (dnr) status and passed away on (B)(6) 2026.the patient had an extensive cardiovascular and medical history, including severe aortic stenosis treated with a 26 mm edwards sapien s3 ultra tavr via transfemoral approach on (B)(6). 2023, persistent atrial fibrillation with prior ablations, permanent pacemaker, chronic kidney disease stage iiib, pulmonary hypertension, hypertension, hyperlipidemia, type 2 diabetes mellitus, obstructive sleep apnea, and class iii obesity.the patient presented with progressive dyspnea on exertion, worsening orthopnea, and lower extremity edema, consistent with acute on chronic decompensated heart failure.echocardiographic findings demonstrated severe prosthetic valve obstruction, with a peak systolic velocity of 4.4 m/s and a mean gradient of 55 mmhg. Valve area measured 1.1 cm' by vti. Findings were suggestive of pathologic degeneration or obstruction of the tavr prosthesis. No hypermobile leaflet structures were identified; differential considerations included infectious etiology and/or leaflet thrombosis.given the patient's clinical status and goals of care, the treatment plan transitioned to palliative care.after reviewing the medical records provided, the patient is a 73-year-old female, with an extensive past medical history including aortic stenosis, congestive heart failure, persistent atrial fibrillation, sinus node dysfunction, prior myocardial infarction, pulmonary hypertension, hypertension, hyperlipidemia, type ii diabetes mellitus, cerebrovascular accident, chronic kidney disease stage iiib, obstructive sleep apnea, and class iii obesity, who underwent transcatheter aortic valve replacement with a 26 mm sapien 3 ultra valve in the aortic position on (B)(6) 2023. Approximately 2 years and 7 months following implantation, the patient was admitted on (B)(6) 2026 with worsening chronic exertional dyspnea, progressive lower extremity edema, and worsening orthopnea despite an approximate 15-pound weight loss. Right heart catheterization performed on (B)(6) 2026 demonstrated elevated filling pressures and a low cardiac index. Clinical deterioration prompted transfer to the cvicu, where intubation was required on (B)(6) 2026 for hypoxic respiratory failure, and continuous renal replacement therapy was initiated on (B)(6) 2026 in the setting of oliguria and rising filling pressures. Transthoracic echocardiograms performed on (B)(6) 2026 and a transesophageal echocardiogram on (B)(6) 2026 demonstrated severe bioprosthetic aortic valve stenosis, while the transesophageal echocardiography additionally revealed mild central regurgitation with severely thickened valve leaflets and markedly restricted leaflet motion, without evidence of hypermobile structures on the ventricular aspect; infectious endocarditis and leaflet thrombosis were included in the differential diagnosis. Given concurrent pneumonia, fevers, and leukocytosis, the structural heart and cardiothoracic surgery teams determined that the patient was not a candidate for repeat transcatheter or surgical valve intervention. Following multidisciplinary discussions with the family, care was withdrawn on (B)(6) 2026, and death occurred at 4:17 pm, attributed to respiratory failure secondary to pneumonia.

Manufacturer narrative:
Investigation is ongoing.